Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies found. We did receive performance data collected from the device and have analyzed the data. Sensing - short v-v sensed events of < 220 ms are observed on the (B)(6) 2010.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Asku

Manufacturer narrative:
Asku

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that there was ventricular oversensing by the device due to automatic lead impedance measurements, which caused several false non-sustained ventricular tachycardia episodes to be recorded by the device. The explanation of oversensing caused by lead impedance measurements provided in the manuals was not sufficient. It was later reported the patient experienced an "unexpected" death. The cause of death is being requested.

Event description:
It was reported that there was ventricular oversensing by the device due to automatic lead impedance measurements, which caused several false non-sustained ventricular tachycardia episodes to be recorded by the device. The explanation of oversensing caused by lead impedance measurements provided in the manuals was not sufficient. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
Asku

Event description:
It was reported that there was ventricular oversensing by the device due to automatic lead impedance measurements, which caused several false non-sustained ventricular tachycardia episodes to be recorded by the device. The explanation of oversensing caused by lead impedance measurements provided in the manuals was not sufficient. It was later reported the patient experienced an "unexpected" death. Follow up later revealed the cause of death was electrical storm. The physician commented there were no device or lead allegations as related to the death. Patient was not pacemaker dependent.